Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the right ventricular lead failed to extend the helix. The lead was not used, and a new lead was implanted. The patient condition was stable.